Manufacturer narrative:
Upon receipt, the lead was found cut approximately 12 cm distal to the is-1 connector pin. The proximal and the severely stretched distal lead fragment were received. In between an approximately 2 cm segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular on the distal lead fragment near the rv shock coil the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant intracardiac motion and interaction with modified tissue or a nearby lead should be taken into account. The available x-ray was not analyzable due to the poor image quality. Furthermore in the area of the insulation damage the conductor cable to the ring electrode was fractured which most likely resulted from tensile forces applied during the extraction procedure. The deformations of the shock coil and the conductor cable to the shock coil also presumably occurred during the surgery due to mechanical forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that there was lead failure with (B)(6) inappropriate shocks delivered. The lead and the device were replaced. The lead has not been returned. If additional information should be received this file will be updated.